Event description:
It was reported that there was noise present on the right ventricular (rv) channel. Technical services recommended performing isometrics and pocket manipulations in an attempt to re-create the noise. The rv lead remains in service at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).